Event description:
It was reported that the patient developed an epidural hematoma. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly, patient is recovered but cannot move their right leg. Patient was admitted to rehab facility to address the issue.

Manufacturer narrative:
Date of event and patient weight are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.